Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the chemotherapy had been found leaking, and a white powdery substance had been observed throughout the black pouch. Instructions had been given to turn off the pump and clamp the tubing. The caller had been unsure where the leak had originated, as the pump and tubing had been inside the biohazard bag. The leak had been determined to have occurred at the connection site between device and cassette. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.